Manufacturer narrative:
Investigation is ongoing.

Event description:
A silicone lens model aa4204vf was stuck in the injector and was damaged prior to insertion. The lens was not implanted, and there was no pt contact. The facility stated it is unk if there was a product malfunction. The model and lot numbers of the injector and cartridge are unk.